Event description:
It was reported that during an in office interrogation it was found there was noise on the atrial and shock channel. The noise was reproducible in both channels with isometrics. The hcp decreased the ra sensitivity. Technical services was consulted and discussed there were stored inappropriate atrs due to the noise. The noise appeared fine like myopotential. The rv rate sense was clean. Technical services noted they would continue to monitor the patient and would see them again in three months. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).